Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, lot# n314553, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
The consumer reported that they had a back injury which caused the leads to shift. This issue occurred in 2013. The patient was indicated for non-malignant pain and radiculopathy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a health care provider reported that the surgery was scheduled on (B)(6) 2015 and the consumer had a removal with re-implantation to resolve the shifted leads.